Manufacturer narrative:
The device was not returned to olympus for inspection; however, it was inspected by the endoscopic support specialist. A root cause could not be identified. Based on the results of the investigation, the most probable cause is cause not established, which indicates that the investigation findings do not lead to a clear conclusion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device analysis of the bronchovideoscope, the endoscopic support specialist indicated that chemical buildup in various areas of the control body was found. There was no patient involvement.